Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/19/2016. The fse found that the tubing through pinch valves pv35 and pv40 was defective. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the wash block of the coulter hmx analyzer with autoloader. The volume of the leak was about 10 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The device date of manufacture was changed from 02/01/2009 to 01/01/2015.